Event description:
Report received from (B)(6) stating the "hose burst during operation." No injury was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. It was concluded that the hose ruptured due to an occlusion between the pressure relief valve and the motor handpiece; the hose appeared to have stepped on or had heavy equipment set upon it or rolled over it. If additional info is received, a supplemental report will be sent.